Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the insertion arm on (B)(6) 2024. On (B)(6) 2024, around 11:00am the patient was at work when she started feeling a terrible headache and slurry speech. The patient couldn´t remember any alerts or was not able to take bg meter. The patient was taken to the hospital by the staff thinking she was having a stroke. At the hospital, the patient was not able to recall the bg meter and cgm readings. She was treated with her daily medication: amlodipine 5mg (daily 1 tab), insulin glargine (inject 10 units every morning), sitagliptin 100mg (1 tab once a day), metformin (500mg once a day), vitamin b12 (once a day 2 tabs of 500mg). There was no medication information reported for the event. The patient called to request a sensor replacement as the sensor was removed the same day because of MRI. The patient was discharged on the (B)(6) 2024 and was feeling okay. Performance data was reviewed. Data was provided for investigation. A wearable failure was found in connection to the allegation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.